Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl .customer states had a device related adverse event with a diagnosis of severe hyperglycemia. Event was mild in nature and the subject recovered without sequel on (B)(6) 2017. The site stated event is anticipated. The insulin pump will not be returned for analysis.